Event description:
It was reported that the patient's device had not worked and the patient hadn't had stimulation since she was implanted. The patient was seen later that day by a manufacturer's representative and it was further reported that there was coupling and/or communication issues. A physician mode recharge (pmr) was performed in the october/november time frame but the patient was never able to get the recharge screen back. Additional information received approximately a week later indicated that an overdischarge hadn't been confirmed yet. However, the reporter was unsure what the cause of the overdischarge was. The reporter stated that the patient's leads were not in the epidural space and "appeared to coil around the implantable neurostimulator (ins)." To the reporter's knowledge, there hadn't been a successful pmr. It was indicated that the patient may be getting referred to a neurosurgeon. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Co product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n316686, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).